Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, flat creases, and around 0-25% of the shell was missing. A weight test of the explanted material was verified and device was underweight. Microscopic analysis of the return device identified broken shell with sharp edge where localized stresses were induced in anterior side assessed as surgical impact, stress marks assessed as non penetrating nicks, and broken shell with smooth edge on radius side assessed as smooth opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was broken shell with sharp edge where localized stresses were induced assessed as surgical impact, broken shell with smooth edge on radius side assessed as smooth opening, and missing shell that assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.